Event description:
It was reported that the device was connected to a patient and turned on, but it did not start pacing. The patient had an intrinsic rate, and another pacemaker was used. It was later determined that the event was caused by inappropriate connection of "flexible substrate" in the device, which had not been inserted properly after the last maintenance check. The substrate was reinserted and the device operated appropriately. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report. It was confirmed that an error code occurred during self-check after turning on the device.

Event description:
(B)(4).